Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2013. During the procedure, it was discovered that the device package was only partially sealed. The seal was not intact on the bottom left of the package. The seal was broken in the middle and not at the end of the package. The device was not used on the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual packaging of the device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, there was an unsealed area approximately 7 - 7.5 at the bottom left side. There was good, full and complete seal transfer in this area indicating that the package was fully sealed during manufacturing. The tray is not damaged or warped. There is no indication as to how or when this damage occurred.